Manufacturer narrative:
The biomedical engineer (bme) reported the touchscreen replacement is intended for a device located at a haitian clinic. No further information is available. The customer was provided a replacement component to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the touchscreen on the v60 ventilator was not working. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the touchscreen calibration failed. The rse advised touchscreen replacement. The investigation is ongoing.